Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by th investigation. The sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested (B)(4) 2011 by fax and mail. A completed questionnaire was received (B)(4) 2011. (B)(4). This report was mailed to FDA on: 05/19/2011. (B)(4).

Event description:
A consumer reported halos and rings with lights or anything shiny following bilateral intraocular lens (iol) implant surgeries. The surgeon performed a "laser" to each eye for a membrane. Additional information was received from the surgeon. The consumer has a history of pterygium excisions with limbal autografts three years prior to the implant surgery. Posterior capsular opacification was noted one month following the implant surgery and a yag laser treatment was performed. There are two medical device reports associated with these events; this report is for the right eye.